Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was being seen for a pump replacement. It was noted the pump was causing pain in her pelvic area and had "stopped working." It was also noted the pump had eroded to "right under the skin" and the patient had some pain over the pump area. It was also noted that the surgeon thought the pump was "off center" and "very prominent." The pump was replaced on (B)(6) 2010. The surgery was performed without incident. Follow up on (B)(6) 2010 at the hcp's office showed that the incision was healing well with no issues beyond the expected soreness at the pump site. The pump was functioning as intended. No further complications were reported.